Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, the customer went to the emergency room due to an elevated blood glucose level. The continuous glucose monitor read "high"; however, a specific bg value was not provided. In addition, the customer's eyesight was temporarily impaired. The customer was treated with intravenous saline and was released 2 hours later with the reported issue resolved and no permanent damage. Tandem technical support determined the pump depleted has intended based off the customer's pump usage. The customer continued to use the pump for insulin therapy.